Event description:
This is a spontaneous report by a physician from (B)(6) of peritonitis in an approximately (B)(6) male patient. On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by abdominal pain and cloudy solution. The patient was hospitalized on the same day for the peritonitis. The cause of the peritonitis was not reported. A peritoneal effluent analysis was performed. Antibiotic therapy was started but no further information was available. The peritonitis was ongoing and unchanged (not recovered).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.